Manufacturer narrative:
It was reported that right hip revision surgery was performed. As of today, the implanted devices, all of which were used in treatment, and additional information has been requested for this complaint but has not become available. Without definitive part/lot numbers a complete manufacturing review, complaint history review, risk management review and specific product labelling and ifus cannot be performed for the devices involved. If this information becomes available at a later time, the tasks will be reopened and completed. The implantation operative report was reviewed; however it does not aid in the medical investigation of the reported post implantation elevated cobalt levels, armd, metal stained tissue, metallosis, and pseudotumor. If notification is received that additional medical documentation has been provided, this complaint will be re-evaluated and a thorough medical assessment rendered. Without return of the actual devices or further information we cannot further investigate or confirm the details supplied in this complaint, and our investigation remains inconclusive. If the products or additional information become available in the future, this case will be reopened. No preventative or corrective action has been initiated as a result of this investigation.

Event description:
It was reported that a right hip revision surgery was performed due to metal-on-metal failure including elevated cobalt levels, armd, metal stained tissue, metallosis, and pseudotumor.